Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2016-02867 / 02868). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged elevated metal ion levels, pseudotumor, pain, lack of mobility, metal poisoning, osteolysis, metal debris and a large cystic lesion. A review of invoice history confirms the modular head, acetabular cup, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation due to alleged elevated metal ion levels, pseudotumor, pain, lack of mobility, metal poisoning, osteolysis, metal debris and a large cystic lesion. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a left hip revision procedure approximately due to acetabular periprosthetic osteolysis. During the procedure, the presence of a cyst was noted. The femoral head and acetabular cup were removed and replaced, a liner was also implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - biomet bi-metric femoral stem catalog#: x11-180308 lot#: 855720, biomet m2a magnum taper adapter catalog#: 139256 lot#: 615170.